Event description:
Inbound. Reports couldn't use #7 cassette from (B)(6) 2021 veletri prefilled cassette shipment due to pump alarming, no disposable clamp tubing and no disposable pump won't run. Cassette was new, had to be wasted. No further details provided.